Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the images provided. The images were reviewed, and the complaint condition of the adverse event could not be confirmed on the screw with the provided information. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent open reduction and internal fixation (orif) of supracondylar-intercondylar fracture of the left distal humerus and anterior subcutaneous transposition of the ulnar nerve due to comminuted supracondylar-intercondylar fracture of the left distal humerus. During an MRI of the spine, the patient had severe pain in her elbow. She found out from the surgeon that during the surgery to repair her humerus a drill bit broke and the fragment was not removed. It was more beneficial to leave the item implanted rather than taking it out. The physician advised the patient that to removed it may cause her more harm to the item was left in. The patient confirmed about it because she¿s been feeling pain and she wanted to make sure that she needed to know what the item is made of. It was unknown if there was any delayed surgery as well patient outcome. This is report 05 of 08 of (B)(4).